Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was still getting alarm 115 (prolonged warm water exposure). (B)(6) asked about skin and was told there was blistering and confirmed blisters under the pads. It was advised that arctic gel pads should only be on intact skin and should be removed since patient safety issue. The user stopped device and would tell managing director.

Event description:
It was reported that the arctic sun device was still getting alarm 115 (prolonged warm water exposure). Mss asked about skin and was told there was blistering and confirmed blisters under the pads. It was advised that arctic gel pads should only be on intact skin and should be removed since patient safety issue. The user stopped device and would tell managing director. Per follow up on 26 mar 2021, the skin was intact before the arctic gel pads were applied and the user did not know whether any lotions or wipes were applied on skin before usage of arctic gel pad. The complainant did not know how the affected area looks like. Q1 hour to q2 hour checks were done and was the skin inspected under the arctic gel pads. The patient had severe edema and started on crt (cardiac resynchronization therapy) to keep fluid off and was on five vasopressors because user was down for an hour. The patient completed therapy on the same device and device was kept in service. The arctic gel pads were discarded of after use. No additional information available.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.